Event description:
It was reported via repair work order that the bed lost all motor controls and was stuck at high height due to malfunctioned cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.